Event description:
A falsely elevated ctni result of 12.28 ng/ml was obtained on one pt and reported. The sample was repeated on an alternate dimension analyzer with a 0.02 ng/ml result. The sample was then repeated on the original dimension analyzer with results of 0.0, 0.0, 0.0, 0.0 and 0.2 ng/ml. The laboratory and the physician questioned the original result. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. The issue was resolved by dade behring personnel replacing the wash tower and the sampler.